Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor and also unable to perform excessive no delivery test due to prime anomaly. Device passed the basic occlusion test and displacement test. Device was received with minor scratches on lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had excessive no delivery alarms and the customer's blood glucose level was high over 400 mg/dl. Mother mentioned that the customer had gone to the emergency room in the past but it was not related to the insulin pump. After troubleshooting; it was determined that the insulin pump had to be replaced. The device was replaced and returned for analysis.